Event description:
Caller reported a cartridge alarm issue, which resulted in a blood glucose meter reading indicating levels over 600 mg/dl. The customer addressed the high blood glucose by administering a correction bolus via the pump and injecting insulin using multiple daily injections. There was no assistance required from a third party. The issue did not occur during the loading process, and while the caller had not previously reported this specific alarm with the given pump, cartridge alarms were noted with consecutive cartridges. Technical support confirmed the issue and decided to replace the pump. Reportedly, the customer continued to use the pump for insulin therapy